Manufacturer narrative:
Pump was received with intermittent button response due to corroded keypad traces. No moisture damage found under lcd screen, electronic assembly or motor. Unit had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have moisture under display screen due to being caught in a rainstorm. Customer reported to have received a low battery alarm and was not able to clear. Customer's blood glucose was 124 mg/dl. Customer was advised that insulin pump would need to be replaced.